Manufacturer narrative:
The investigation for the gastrointestinal bleed, renal failure, and organ failure has been completed. The pump was not returned for investigation. The data log shows several suction alarms were reported during the case run, along with a deteriorating placement signal trend. No issues were noted with pump positioning or optical signal parameters. According to the clinical report, gastrointestinal bleeding was observed during the adjustment of anticoagulants during the pci procedure. Signs of renal and multiple organ failure were noted during the case. Arrhythmia was reported and successfully managed during case run. The cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was not provided. The relation between gi bleed and impella was unknown. The cause of the renal failure issue was most likely related to the patient condition, as the data log justifies the deteriorating patient condition from the placement signal trend. The cause of the organ failure could not be determined without additional information.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist : section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was on impella cp support due to st elevated myocardial infarction, bradycardia and pulseless electrical activity arrest. While on support, the patient required ongoing fluid resuscitation and correction of severe lactic/metabolic acidosis. Renal failure was noted and there was evidence of a new gastrointestinal bleed. Care was withdrawn per family request and the patient expired. Medical safety has reviewed the case and has determined that there is not enough evidence to exclude the impella as an associated factor in the patient's outcome.